Event description:
It was reported that during a lap nephrectomy procedure, the stapler only stapled on one side of the vein; the other side had no staples. Had to convert to an open approach to complete the case. Fired the stapler again while completing the case in an open approach; the stapler fired with no incident. The doctor stated that he would have had to convert to an open procedure, anyway, as the kidney was difficult to mobilize. The patient's condition after the case was stable.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed, and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.